Event description:
It was reported that, "the surgeon was impacting the cup. While hitting the back of the handle as specified, the plastic portion of the handle cracked leaving 3 pieces total. The surgeon unscrewed the inserter and used another inserter to complete impaction."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.